Manufacturer narrative:
H11: the field service engineer was dispatched on-site and confirmed the reported ee7 fault. Diagnostics identified a faulty stirrer motor within the stirring mechanism. The stirrer motor was replaced. Post-repair technical and safety checks confirmed proper functionality. The heater-cooler 3t system was returned to the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A1 to a5. Patient information was not provided. H11: livanova deutschland manufactures the 3t heater cooler system. The event occured in atlanta, united states. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system, showing the error pump 1 is blocked (e07). The issue occurred during procedure. There is no report of patient injury.